Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was received and sent on to the manufacturer (soundway) for evaluation. The manufacturer reports that the sample was tested for air leakage and occlusions. The sample passed the air leakage test; however, it failed the occlusion test as it was found that the double holes were blocked. Too much glue was applied during the gluing assembly process. Based on the investigation performed, the reported complaint was confirmed. The manufacturer reports that corrective action has been taken.

Event description:
Customer from (B)(6) alleges "air leakage from the connector of tubing was confirmed during use." Alleged defect was reported as during use. It was reported there was no necessary medical intervention. Patient condition was reported as "fine". A new device was obtained for use.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer from (B)(6) alleges "air leakage from the connector of tubing was confirmed during use." Alleged defect was reported as during use. It was reported there was no necessary medical intervention. Patient condition was reported as "fine". A new device was obtained for use.